Manufacturer narrative:
Device received with blank display, problem isolated to m/b. Unable to perform operating currents, a21 test, self test and displacement test or verify a21 alarm, a117 alarm and unexpected low battery alarm due to blank display. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case from display window corner, stained end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.